Event description:
Description of event according to study ((B)(4) study): stent-induced new entry tear reported 91 days post-procedure. On (B)(6)2020, this 52-year-old male patient was routinely treated for chronic thoracic aortic dissection type b with placement of a zta-p-34-161, with proximal edge in zone 2. Prior to the study procedure, the patient had left subclavian to left common carotid bypass on (B)(6)2020. Imaging from the study procedure revealed patent device, no device issues, and partially thrombosed thoracic false lumen and patent abdominal false lumen with flow both noted as retrograde perfusion from visceral vessels. Follow-up imaging on (B)(6)2020 revealed the same. On (B)(6)2020, the patient had an unscheduled follow-up visit. The data for this visit includes computer tomography (CT) imaging, but a date for the imaging was not provided. The imaging revealed patent device, no thrombus, no device issues, and patent thoracic false lumen due to a stent-induced new entry (sine) tear distal to the study stent, in zone 5. Adverse event #1 was entered for this sine tear with start date (B)(6)2020. It was treated with a secondary intervention on (B)(6)2020 - balloon angioplasty and additional stent placed (zdeg-pt-36-28-199-pf). The event was noted as related to the study device and procedure, the treated aortic disease, and pre-existing condition (¿pre-existing dissection and acta2 gene mutation¿). Follow-up imaging on (B)(6)2020 revealed a sine tear, but a query response indicates this is the previously seen and treated sine tear. The imaging also showed patent device, no thrombus, no device issues, and partially thrombosed thoracic false lumen and patent abdominal false lumen with flow both noted as retrograde from visceral vessels. On the same date, adverse event #2 indicates the patient was also diagnosed with progression of the study aneurysm. This was treated endovascularly on (B)(6)2020 with coil embolization of lumbar arteries and surgically on (B)(6)2021 with open aortic reconstruction from thoracic aorta to iliacs without extraction of the study stent. These interventions were not considered secondary interventions. The event was noted as not related to the study device or procedure, related to the treated aortic disease and pre-existing condition (genetic syndrome and progression of disease). Follow-up imaging on (B)(6)2021 revealed patent study device, no thrombus, no devise issues, and thoracic and abdominal false lumens noted as not present. On the same date, adverse event #3 indicates an aneurysm or vessel leak distal to the study stent. No treatment was provided. The event was noted as not related to the study device or procedure, related to the treated aortic disease, pre-existing condition and patient anatomy. Additional information provided: ¿after open surgery there is residual dissection and aneurysm of 28mm in the left iliac artery.¿ follow-up imaging on (B)(6)2022, (B)(6)2023, and (B)(6)2024 revealed patent device, no thrombus, no device issue, and no thoracic or abdominal false lumen. Patient outcome: adverse event #1 is noted as resolved with sequelae (¿renal artery stenosis ¿ not clinically significant¿). The related secondary intervention is noted as successful. Adverse event #2 is noted as resolved without sequelae. Adverse event #3 is noted as ongoing. Follow-up imaging indicates the patient is stable. No further adverse events have been entered. The patient remains in the study; data collection is ongoing.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: this complaint is opened to address a stent induced new entry tear (sine) in a patient enrolled in a zenith alpha thoracic post market retrospective study (17-13). On (B)(6) 2020, a 52-year-old male patient was routinely treated for chronic thoracic aortic dissection type b with placement of a zta-p-34-161 (complaint device), with proximal edge in zone 2. Prior to the study procedure, the patient had left subclavian to left common carotid bypass on (B)(6) 2020. Imaging from the study procedure revealed patent device, no device issues, and partially thrombosed thoracic false lumen and patent abdominal false lumen with flow both noted as retrograde perfusion from visceral vessels. On (B)(6) 2020, the patient had an unscheduled follow-up visit. A sine distal to the study stent, in zone 5 was found and it was treated with a secondary intervention on (B)(6) 2020 where balloon angioplasty and an additional stent graft was placed (zdeg-pt-36-28-199-pf). The event was noted as related to the study device and procedure,¿ new tear was caused by distal end of the stent graft¿, the treated aortic disease, and pre-existing condition ¿dissection and acta2 gene mutation¿. Review of the device history record gave no indication of the device being produced out of specification. No images are collected for this study. Per the instructions for use (IFU), zta is indicated for the treatment of patients with aneurysms or ulcers of the descending thoracic aorta and safety and effectiveness of the zta devices have not been evaluated in patient populations with dissections. Since the safety and effectiveness of zta has not been tested in patients with dissections and it is not indicated for this use it cannot be ruled out that the procedure and placement of a zta in a dissecting anatomy could have contributed to the development of sine. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.¿